Event description:
During an attempted implant, when the device was connected, a lead impedance >2000 ohm was measured. The implanted physician suspected a defective pace/sense lead pack. The decision was made to implant another device.